Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. The device was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 298 mg/dl, which the customer treated with a manual injection. The customer complained of nausea and vomiting. The high blood glucose levels persisted after an infusion set change. The customer's doctor and mother stated that they did not trust the insulin pump and requested that the device be replaced. Nothing further reported.